Manufacturer narrative:
Although a delay was reported, there is no report of injury, and the planned treatment was able to be completed with a back-up device without unacceptable risk to the patient. Richard wolf gmbh (rw gmbh) considers this case to be a reportable malfunction.

Event description:
It was reported that during the laser enucleation of the prostate (holep) of the patient, the doctor had difficulty in getting tissue in part of the bladder neck of the scope. He was wrenching hard around the prostate and still could not reach it, so he pulled out the scope and discovered it was bent. There is no report of injury, however, there is a report of a 30-minute delay while waiting for the 2nd set of equipment. The doctor proceeded to performed perineal urethrostomy (pu) to create a channel for better access and then continued with the backup wolf scope and sheaths.